Event description:
It was reported the valve was explanted due to mitral stenosis caused by the pt outgrowing the valve that was implanted when he was five years old. The valve was replaced with a 23 st. Jude medical valve (model and serial number are unk). The physician had no complaint regarding the valve's performance.